Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient's permanent procedure was aborted (scs leads were explanted) due to the patient experiencing pain in her left knee during the procedure. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.